Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that a change sensor prompt occurred. The wearable was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. Data log analysis was performed and failed. A review of the share logs was performed and a failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a change sensor prompt occurred is reportable based on the finding of a failure was found. No injury or medical intervention was reported.